Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 501mg/dl at the time of the incident. The customer reported that the meter states, unable to send the reading to the pump. The customer was going to do the bolus. They were able to pair the meter to the pump. It was reported that they were at 501mg/dl and they just checked and was at 346mg/dl but still would not send. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.